Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 84 mg/dl. The customer stated that the act button on his pump no longer works. The customer had a difficult time getting the pump to respond while fill tubing. The customer stated that he was also in the hospital due to diabetes but it was chronic. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board also, unable to perform any tests due to buttons unresponsive. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted. The insulin pump was missing the end cap sticker.